Manufacturer narrative:
H3 - device evaluated by manufacturer: the lotus edge device was returned for evaluation. The device was returned in a sheathed configuration without a bottle. The device was unsheathed and it was noted that the valve was attached. The valve and components were microscopically inspected and no damage or issues were noted. The outer sheath was inspected and no damage was noted. No issues were noted with the device.

Event description:
It was reported that the lotus edge valve system was unable to be advanced across the native aortic annulus. Procedure summary: the native aortic valve was bi-cuspid and horizontal. The aortic annulus was 23.8mm in diameter with severe calcification. Vascular access was obtained via the left femoral artery. Balloon aortic valvuloplasty was performed in accordance with the directions for use (dfu). A 25mm lotus edge valve system was advanced and could not cross the annulus. After multiple crossing attempts, the 25mm lotus edge valve was removed from the patient. A non-boston scientific valve was implanted with a final result of mild paravalvular leak. There was no patient harm.

Event description:
It was reported that the lotus edge valve system was unable to be advanced across the native aortic annulus. Procedure summary: the native aortic valve was bi-cuspid and horizontal. The aortic annulus was 23.8mm in diameter with severe calcification. Vascular access was obtained via the left femoral artery. Balloon aortic valvuloplasty was performed in accordance with the directions for use (dfu). A 25mm lotus edge valve system was advanced and could not cross the annulus. After multiple crossing attempts, the 25mm lotus edge valve was removed from the patient. A non-boston scientific valve was implanted with a final result of mild paravalvular leak. There was no patient harm.